Event description:
During a follow-up visit on (B)(6) 2025, the ventricular pacing threshold increased from 0.5 v to 3.5 v. Based on this observation, the physician concluded that the ventricular lead had dislodged. A reintervention was performed on the same day (B)(6) 2025), during which the vega r52 lead (s/n: (B)(6) was repositioned.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported high ventiruclar threshold. The ventricular lead was repositioned, which successfully resolved the associated electrical issue. Since no patient files (x-ray/fluoroscopies or cso were provided, the reported lead dislodgement could not be confirmed with certainty. Based on available information, the reported high venricular threshold may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead within the cavity. A lead issue is not suspected to be related to the reported event. This case is retained and utilized for trending purposes.

Event description:
During a follow-up visit on (B)(6) 2025, the ventricular pacing threshold increased from 0.5 v to 3.5 v. Based on this observation, the physician concluded that the ventricular lead had dislodged. A reintervention was performed on the same day (B)(6) 2025), during which the vega r52 lead (s/n: (B)(6) was repositioned.